Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient was diagnosed with trace dlk (diffuse lamellar keratitis) in both eyes, one day after bilateral lasik surgery. The steroid drops were increased and at the one week post-op check, the dlk was resolved. The uncorrected va remained excellent throughout the period. This report concerns the patient's left eye.